Event description:
While disposing of a 4838-r, sharps container, a needle protruding through a hole in the lid mechanism stuck a housekeeping employee in the inner part of this right forearm. The housekeeper received first aid, gamma globulin, hepatitis and tetanus vaccines and oral hiv prophylaxis treatment. The housekeeper is also emotionally distraught.